Event description:
It was reported that, noise resulting in oversensing was observed on the right atrial (ra) lead. No intervention has been performed. The patient was stable.

Event description:
Additional information was received that, oversensing of myopotentials and inappropriate automatic mode switch were observed on the ra lead. Ra lead damage was suspected but this was not confirmed. Provocative maneuvers were performed; the oversensing of myopotentials was reproducible. The patient was stable and will continue to be monitored.